Event description:
It was reported, "we came across a faulty PICC line. We did not recognize it until the PICC had been placed and we were doing the fine tuning of where to leave the PICC line. The red lumen and only the red lumen started leaking when flushing. It was leaking where the lumen connects to the bard wings that our statlock connects to. We ended up removing the PICC and replacing it with another double lumen and didn't have any issues." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter is confirmed, but the root cause could not be determined. One 4 fr d/l powerpicc solo was returned for evaluation. An initial visual observation of the returned catheter revealed light use residues throughout the returned device. A circumferentially aligned split was observed just distal to the molded suture wings. A microscopic observation revealed the split to have a smooth fracture surface and sharp fracture edges. Whitening was observed on the outer corners of the split site. A circumferential mark was observed on the outside of the split along the split direction. A specific root cause could not be determined from the characteristics of the split under microscopic observations. Potential causes of failure may include contact with a sharp instrument, a split forming during the manufacture of the device, or other unknown conditions. This complaint will be recorded for future trending and monitoring purposes.